Event description:
It was reported an occlusion problem. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. It was reported that there was an occlusion problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test found bubbled downstream occlusion (dso) sensor seal. Error log review found a number of "high alarm displayed: downstream occlusion" reports, but as they were isolated to two days and only few minutes of the pump runtime, the issue was not determined to be a faulty dso sensor, but an improperly calibrated dso sensor. Functional test was performed, and no problems found. Reported issue could not be replicated. Performed dso seal replacement and sensor calibration.